Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the selftest, unexpected restart error, displacement and basic occlusion tests. No motor error alarms were noted. Unable to prime the pump during the prime test due to a slightly loose drive support disk. Unable to perform the occlusion or excessive no delivery tests due to the prime anomaly. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window case and cracked keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer took a shot to drop blood glucose. The customer was advised the 2 high blood glucose rule. The customer failed in high pressure test and received a motor instead of no delivery. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 441 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer was able to rewind the pump. Customer received motor error alar. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.